Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention may be pending.

Event description:
Further follow-up indicates the patient had their ipg explanted and replaced. Effective therapy has been restored.